Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was nonphysiologic intervals noted on the right ventricular (rv) lead. Rv thresholds and impedance are stable. Technical support advised trying to reproduce noise and monitoring the patient closely. The patient will be returning to the clinic for evaluation. The lead remains in use. No patient complications have been reported as a result of this event.